Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the humeral component being loose and surgeon thought it was infected. It was not infected, but surgeon replaced the humeral component and condyle kit.